Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead exhibited impedance measurements greater than 3000 ohms and no capture through the pacing system analyzer (psa). Multiple troubleshooting attempts yielded the same results. Therefore, this lead was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrical continuity testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Additional testing was performed with the pacing system analyzer, which produced no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.